Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not turn off by itself. A review of the event history log revealed ¿improper shutdown¿ on the last day of use. This message cannot be used to determine how the power was disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off with touch. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.